Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. After performing an analog offset calibration and a few rad gain calibrations, the representative was unable to duplicate the reported ring artifact during testing. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during testing of the imaging system, the site was getting ring artifact in 3d images. There was no patient present when this issue was observed.